Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product pl520r - challenger ti-p handle. According to the complaint description, the challenger did not fire correctly while using it. The loose clips had to be removed from the patient during laparoscopic aneurysm repair surgery. Additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4) ((B)(4)). Involved components: pl538r - shaft compl.d:10mm l:260mm - lot unknown. Pl579t - challenger ti-p ml-ligat.clips 12 cartr. - lot 52606709.

Event description:
Update: another clip applier was used to complete the procedure.

Manufacturer narrative:
Additional information: b5 - update h3 - yes, evaluation h6 - codes updated investigation results: products were inspected visually, and tested. Pl579t: the clip cassette was visually inspected and no anomalies were noted. Functional inspection of all received system components revealed that the clips could be applied without issues. The gap size of the clips was inspected in the manufacturing plant and was found to be according to specification: nose of the clip: nominal: closed actual: closed gap size on the tip of the clip: nominal: >0,2 mm / <0,25 mm actual: 0,224 mm (see fig. 6) device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production (pl574t). There are no similar complaints against the same lot number(s) with this error pattern. Due to the fact that no lot number was provided, a review of the device history records for the complained devices is not possible (pl538r; pl520r). According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based upon the above-mentioned investigation results, no failure could be detected. The received complaint samples work as intended. Based upon the investigation results, no CAPA is required.